Event description:
Per distributor, after system checkout device displayed message, vacuum malfunction. Device not in patient use at time of complaint.

Event description:
Per distributor, after system checkout device displayed message, vacuum malfunction. Device not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a system malfunction alarm and left and right vacuum incorrect alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection under normotensive settings. Additional testing included setting the driver to the same vacuum settings reported in the initial complaint. Both system malfunction and vacuum incorrect alarms annunciated immediately at customer's settings. Based on historical investigations, a known functional pressure sensor board was installed and the driver ran at the customer settings for an hour. Alarms could not be reproduced with the replacement part. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was replicated during functional testing at patient's reported settings; the root cause of the reported alarms was determined to be a nonconforming pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the reported event. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.